Event description:
It was reported that the tip of catheter was apart from shaft. Before the procedure a dynamic xt electrode catheter was selected for use. It was found that the tip of catheter was apart from shaft. The procedure was completed with this device without any patient complications.

Manufacturer narrative:
The device was returned to boston scientific for analysis. The returned device was analyzed and visual inspection revealed the tip was detached from the edge of the shaft. Dissection of the catheter revealed the detachment was due to the lack of epoxy, the unit was compared against control units and it matches with the unit without epoxy in the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
Age at time of event: 18 years or older. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the tip of catheter was apart from shaft. Before the procedure a dynamic xt electrode catheter was selected for use. It was found that the tip of catheter was apart from shaft. The procedure was completed with this device without any patient complications.